Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. No broken or missing parts were observed during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose anomaly and calibration issues. Customer's blood glucose level was 10.3 mmol/l. Customer advised when they attempted to calibrate it was not accepted and the sensor glucose value was unavailable. Troubleshooting was performed. Customer was able to perform the water tight tester procedure. Customer stated they wanted to know if the cannula was inside their body as they were not sure. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.